Event description:
It was reported that the healthcare professional had difficulty and was unable to fill the pump. It was noted that they did not have trouble aspirating the pump, but they did not get any medication because the pump had not been filled in over 1.5 years and infused 0.076ml/day. The device system was used to deliver baclofen. The pump was last filled on 12/03/2010. It was noted that there would still be drug in the pump tubing and catheter. It was planned to try and refill the pump with saline, and test if the pump was still functional. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported that the problem with filling the pump was due to operator error. The reporter believed that the healthcare provider (hcp) who was filling the pump "did not quite have the needle all the way in the pump". It was noted that the pump had not been filled "in about 2 years". The patient was back in a day or 2 and a complete aspiration of the pump was done. The pump was then filled with saline it ran with the saline for 2 weeks. The hcp then went back and did a reservoir check and "it was exactly right". It was noted that "everything turned out fine". As of the follow up report date, the patient had lioresal in the pump and was slowly being titrated up. A follow-up report will be sent if additional information becomes available.